Event description:
It was reported that coil detachment occurred requiring snaring for removal. A 6mm x 20cm interlock coil was selected for embolization of hepatic artery. During the procedure, right hepatic embolization was planned for the patient, but the coil went to gastroduodenal artery (gda). Resheathing was done inside the microcatheter, but the coil has detached inside the microcatheter from delivery wire. Snare was used to remove the coil from gda, as 95% of the coil was in patient body and only 5% was in the microcatheter. The procedure was completed using an alternate device and no patient complications reported.

Event description:
It was reported that coil detachment occurred requiring snaring for removal. A 6mm x 20cm interlock coil was selected for embolization of hepatic artery. During the procedure, right hepatic embolization was planned for the patient, but the coil went to gastroduodenal artery (gda). Resheathing was done inside the microcatheter, but the coil has detached inside the microcatheter from delivery wire. Snare was used to remove the coil from gda, as 95% of the coil was in patient body and only 5% was in the microcatheter. The procedure was completed using an alternate device and no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed, and it was observed that the main coil, the introducer sheath, the pusher wire and rhv were returned. It was observed that the main coil was bent/kinked and stretched at the primary coil and zap tip section. A part of the original pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed during visual inspection. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.